Event description:
First device implanted at l-3 caused collapse of l-2. Second implanted on 4/1/93, has caused constant left leg pain since 11/93, in spite of 2 lumbar phenol blocks administered in 1994. Second implants to be removed in 12/94.